Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility that this phenomenon was attributed to the failure of the front panel due to liquid ingress into the subject device by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the indicator on the front panel of the subject device was not well at the unspecified timing. The user also reported that the unspecified liquid was spilled to the subject device. At the incoming inspection for the repair, the service department of olympus europe se & co. Kg (oekg) checked the subject device and found that there were some signs of liquid inside and the failure of the set pressure indicator and the set/actual flow rate indicator. It was might have been occurred that the display board and the chassis of the subject device were damaged due to the oxidation which was occurred by the liquid inflow. There was no patient injury associated with this report.